Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of five submissions from the same event. The others are (B)(4). The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent rotator cuff repair surgery on (B)(6) 2017. Since the surgery, the patient has contracted an infection. No further details, more information has been requested. The following devices were all implanted during this procedure: ar-1927bcf-3 lot 10139686 (B)(4). Ar-2324bcct lot 10072581 (B)(4). Ar-2324bcctt lot 10129532 (B)(4). Ar-2323bcc lot f132090 (B)(4). Ar-2323bcc lot 10126326 (B)(4).